Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between april 29-30, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid present inside the device cover which suggested leak may have occurred; however, the photo did not show leak was coming from the device's tube. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the tube; however, still contained inside the plastic shell container. This occurred prior to patient use. There was no patient involvement. No additional information is available.